Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. No product malfunction reported. Surgical incision is healing well and no evidence of infection has been reported. Potential adverse events and complications: "as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries..."

Event description:
On (B)(6) 2017, a patient underwent an anterior cervical discectomy on c6-c7 level, corpectomy c4 with insertion of monolith cage. During index procedure the dura proper was damaged and the arachnoid membrane was exposed; collagen and thrombin, were placed in an attempt to seal disk space. Two days post index surgery patient returned to the operating room due to cerebral spinal leak in the cervical area. Patient is reported to be healing well.